Event description:
It was reported to medtronic neurosurgery that when the lumbar catheter was being implanted, the tip of the catheter broke and was retained in the patient. The physician was able to remove the broken tip from the patient and implant a new catheter. It was also reported that the patient was "overall ok."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.